Event description:
This device is at eri indication. It was replaced when the rv lead was replaced due to no output, loss of capture and oversensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. The ICD was implanted for 39 months and 17 charging cycles were recorded to the device memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The inspection of the follow-up data revealed values of the right ventricular pacing impedances of greater than 3000 ohms. However, an inspection of the impedance measurement functions of the ICD did not show any abnormality. At a next step the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel and the follow-up data documented impedance values of greater than 3000 ohms. However, a thorough analysis of the ICD proved the device to be fully functional. In particular, the sensing and impedance measurement functions did not show any anomaly. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.